Event description:
On follow-up, after replacing the motor controller pcba ,a second error code was revealed post timer/24v failure error. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 22oct2019. The manufacturer¿s international service technician confirmed the reported 24v issue. The manufacturer¿s international service technician replaced the main board pcba to address the reported problem. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
On follow-up, after replacing the motor controller pcba ,a second error code was revealed post timer/24v failure error. The manufacturer's international service technician replaced the power supply which did not resolve the issue. The main pcba has been ordered. There was no patient involvement.